Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-july-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke to the customer and learned that reboot several times corrected the error. No additional service was required. The most probable cause of the reported event could not be duplicated.

Event description:
On (B)(6) 2016, a customer reported a cup reader error with the aia-600ii analyzer. The customer is unable to run bhcg, fsh, e2 prl, and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, fsh, e2 prl, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.